Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(6); batch: 7073150.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) pocket site. The physician does not think that the infection was device related and the cause was not known. The patient underwent a spinal cord stimulation (scs) explant procedure. No device malfunction suspected. The patient was prescribed antibiotics. The explanted device components will not be returned.